Event description:
It was reported that on (B)(6) 2012 patient was transferred from another hospital and admitted to the critical care unit (ccu) with high risk of non-st elevation acute coronary syndrome. On (B)(6) 2012, the patient was brought to the cath lab for urgent craterization. It was reported that during a procedure to treat bifurcation lesions in the calcified and tortuous proximal left anterior descending artery (lad) and proximal circumflex (cx), an asahi prowater guide wire was advanced through the left internal mammary artery into the lad. Intravascular ultrasound (ivus) was performed and laser debulking at the target lesions was performed. Reportedly, the tip of the guide wire detached in the distal obtuse marginal (om) while performing diagnostic and intervention in the left main and ostial circumflex arteries. Reportedly, no resistance was felt during withdrawal of the guide wire; however, 1/3 inch long tip was noted to be separated from the wire under fluoroscopy. The tip separation occurred towards the end of the procedure with retention of the tip. Tip was not retrievable and no attempts were made to retrieve the separated tip from the om as the risk of migration was determined to be low. The proximal lad lesion was treated with two non-abbott balloon catheters after intravascular ultrasound (ivus) was performed. The proximal cx was treated with a non-abbott catheter, ivus, laser debulking, and cutting balloon. Successful percutaneous transluminal coronary angioplasty (ptca) of the proximal circumflex was performed and ptca of the proximal lad after laser debulking was performed. Reportedly, the procedure was long and was approximately 4 hours in duration, to treat existing and complex lesions.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2012, the patient was transferred back to the ccu and then transferred on the same day to telemetry and subsequently discharged on (B)(6) 2012. The patient is reported to be doing fine as of today. No additional information was provided. The device is manufactured by asahi (B)(4); however, (B)(4) distributes the device and is responsible for MDR reporting. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the previously filed medwatch report, resistance was felt during advancement of the guide wire; however, not more than expected given that the patient presented with calcified and tortuous vessels. Reportedly, there was no clinically significant delay in the procedure caused by the separated guide wire tip and the patient was not transferred to ccu and telemetry due to the separated guide wire tip.

Manufacturer narrative:
(B)(4).